Manufacturer narrative:
Additional information: if explanted, give date: not applicable, as lens remains implanted. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical study subject was implanted bilateral intraocular lenses (iols) and completed the patient-reported visual symptom questionnaire at the 1 month visit and reported extremely bothered by halos, night driving is difficult; extremely bothered by scattered light, driving; very bothered by poor low light vision, reading in low light. Visual acuity- 20/25 right eye (od); 20/20 left eye (os). Subject reports symptoms as debilitating. However, no intervention planned at this time. Pre-operative bcdva: 20/30 right eye, 20/20 left eye it was learned that the subject returned for a 6-month visit. Monocular uncorrected distance visual acuity (ucdva): 20/40 od, 20/20 os; bcdva: 20/30 od, 20/20 os. The patient reported visual symptom complaints for both eyes (ou) on the questionnaire: subject reported being extremely bothered by halos, worry a lot when driving at night that the halos cover up a car ahead of me when another car is approaching; extremely bothered by starbursts- the patient feels that it is more difficulty to drive at night than before, however can still drive; extremely bothered by sensitivity to light- the patient squints without sunglasses; and extremely bothered by glare- driving at night is more difficult now than before surgery. It was stated that visual symptoms are not debilitating. No surgical intervention planned. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).